Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was tested on an in-house system in normal mode where the usm had error 319. The usm was tested on a patient fixture test platform where the rolling loop was found to be damaged during visual inspection of the fiber. The rolling loop fiber assembly will be replaced.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the customer reported to technical service engineer (tse) that the system was getting a non-recoverable 319 error on universal surgical manipulator (usm) #3. The customer had attempted to restart the system, but the error was presented again. The customer was starting the system in standalone mode to move the cart and the system still faulted. The surgeon needed all four arms for the upcoming procedure, and they opted to remove the patient side cart (psc) and bring in a system that was not in use. The tse remained online until the new psc was started and the customer continued the setup for robotic assisted procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: the ports were placed when the issue was first identified and, the surgeon had been working when the arms stopped working. The system functionality was checked upon powering up and it initially did power on without errors. The procedure was robotically completed with another system. It was completed with a second system.